Event description:
Previous communication from the physician indicated that troubleshooting performed included ensuring that the handheld device was fully charge and not plugged in. The patient¿s parameters were provided as output current: 1.5 ma and off time: 1.8 minutes. The other notes were illegible.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013, the physician reported that she saw the patient earlier that day, but was unable to communicate with her device. Troubleshooting steps were provided to the physician; however, as the patient had already left for the day, they could not be performed at the time. The physician said that the patient would be seen again on (B)(6) 2013 and that she would call if the device could be interrogated or if additional troubleshooting was needed. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided. The programming system was not returned. A review of the patient's programming history found data up to (B)(6) 2013.

Event description:
Follow up with the physician found that the patient's generator has been successfully interrogated since the (B)(6) 2013 visit, on (B)(6) 2013. Answers were provided for the question on the patient's current programming and diagnostic history, and for additional information on the programming system; however, the image quality of the fax with these answers was unclear and the content could not be clearly read. Attempts have been made for clarification on these answers; however, they have been unsuccessful. No additional information was provided.

Manufacturer narrative:
Previously submitted MDR inadvertently omitted information regarding troubleshooting. This report is being submitted to correct this information.